Event description:
It was reported that the patient had a polarity switch due to high impedance. It was also reported that the lead had high thresholds and an apparent lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.